Manufacturer narrative:
Event site postal code - (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the lcd display. After the replacement, the fse checked the operation based on the periodic inspection record sheet and confirmed that it was working well at this point. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The failure analysis and testing dept. Received part number 0160-00-0113 rev. B, serial number (B)(6), with a reported unit failure of a display defect on the monitor. The fat performed a visual inspection and found the part to have internal damage on the corner of the display. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a display defect was confirmed in part of the monitor display. There was no patient involvement.